Event description:
It was reported the patient ((B)(6)) experienced back pain when increasing amplitude. During a procedure to address a lack of stimulation (reference MFR report: 3008829311-2017-00474) a port plug had fallen out of the implantable neurostimulator (ins) header. The ins was explanted and replaced and the issue was reportedly resolved.